Event description:
The ats cryomaze clamp would not work, the cryo unit would never engage. A second package was opened to begin and complete procedure.manufacturer provided (B)(4) for return product evaluation.

Event description:
The ats cryomaze clamp would not work, the cryo unit would never engage. A second package was opened to begin and complete procedure.manufacturer provided rga for return product evaluation.